Manufacturer narrative:
G1: manufacturer's details updated. H3: product analysis #706600962: product:9560524, lot no:my20e001r analysis confirmed that the requested phenomenon (reduced functionality, weak fixation of the retractor engagement tip) and deformation of the handle screw thread were observed during the inspection upon acceptance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of event: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the multiple sources (manufacturer representative, service <(>&<)> repair) regarding a flex arm used for spinal therapy. It was reported that there was reduced functionality in the instrument. The secureness of the retractor engagement tip was weak. This observation was found at our in-house facility . There was no patient involvement reported. There were no further complications reported regarding the event. Additional information received the product was used as a demonstration machine.